Event description:
Lens explanted when leading haptic broke. Incision wound was slightly enlarged to remove lens, patient's prognosis is good.

Manufacturer narrative:
The surgery was performed on (B)(6), 2009, but hoya surgical optics, inc. (Hso) was only informed of the adverse event by (B)(4), a distributor, on (B)(6), 2009. Hso has initiated communications with the distributor to resolve this issue and will require the distributor to inform hso of such occurrences within two (2) business days.